Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 from a physician. This case concerns a (B)(6) female patient who received treatment with synvisc and later after 6 days had effusion in the injected knee/ bad effusion on her left knee. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc injection at a dose of 6 ml (frequency: unknown) (batch/lot number: 6rsp015; expiry date: not reported) into the left knee in one setting for pain associated with osteoarthritis of knee, hip, ankle, shoulder. On (B)(6) 2017, (6 days after receiving injection), the patient had effusion in the injected knee/ bad effusion on her left knee. The same day, the patient was hospitalized. On (B)(6) 2017, the doctor aspirated synvisc and injected triamcinolone acetonide (shincort). On (B)(6) 2017, the patient was discharged. The physician commented that most of his patients experience events after getting second injection on the other knee. Corrective treatment: recovered outcome: aspiration, shincort a pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria:hospitalization/prolongation

Event description:
This unsolicited case from malaysia was received on 12- dec-2017 from a physician. This case concerns a 38 years old female patient who received treatment with synvisc and later after 6 days had effusion in the injected knee/ bad effusion on her left knee. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc injection at a dose of 6 ml (frequency: unknown) (batch/lot number: 6rsp015; expiry date: nov-2019) into the left knee in one setting for pain associated with osteoarthritis of knee, hip, ankle, shoulder. On (B)(6) 2017, (6 days after receiving injection), the patient had effusion in the injected knee/ bad effusion on her left knee. The same day, the patient was hospitalized. On (B)(6) 2017, the doctor aspirated synvisc and injected triamcinolone acetonide (shincort). On (B)(6) 2017, the patient was discharged. The physician commented that most of his patients experience events after getting second injection on the other knee. Corrective treatment: recovered. Outcome: aspiration, shincort. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 51269 the production and quality control documentation for lot # 6rsp015 expiration date (11/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsp015 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance. Effort to detect safety signals. This review has not indicated any safety issue. As of 01-mar-18, total of (4) complaints have been reported for lot # 6rsp015 and all related sub-lots: 2 complaints are on file for lot# 6rsp015: 2 adverse event reports. 2 complaints are on file for lot# 6rsp015b: 1. Broken luer-lok hub and 1 leaky syringe (2 syringes). Sanofi will continue to monitor complaints as stated in sop rdg-sop-000440 ?product complaint handling? To determine if a CAPA is required. Seriousness criteria: hospitalization/prolongation additional information was received on 01-mar-2018. Ptc investigation results and expiration date were added.